Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator change out procedure, the atrial lead was unable to be removed from the device header. The lead was removed by using a bone cutter to crack the header open. The lead was implanted into the new pulse generator and the patient was stable.